Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: confirmed time and date reset to default setting following battery change on (B)(4) 2014, but patient did not set correct time/date after power on reset. Pump was exercised for 24 hours battery was removed for 6 hours , time and date reset to default. Pump was open to investigate an the internal was found to be leaking and unable to hold a charge. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim reddish display. This report is made based on the results of an investigation completed on (B)(4) 2014.